Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure to treat an active bleed in the colon. According to the complainant, during the colonoscopy procedure, the resolution clip was inserted into the colonoscope and positioned within the colon to treat an active bleed. However, during clip placement, the clip prematurely locked closed. When the operator attempted to deploy the clip, the clip failed to release off the catheter. The entire clipping device was removed from the patient. It was reported that there was no visible damage to the device. There were no patient complications as a result of this event. The patient was reported to be "fine" post procedure. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date. If this information becomes available, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4):the complaint device was not returned for evaluation, therefore a failure analysis could not be completed. Based on the details of the complaint, the most probable root cause is operational context, as failure to release the clip from the catheter may be due to anatomical / procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure to treat an active bleed in the colon. According to the complainant, during the colonoscopy procedure, the resolution clip was inserted into the colonoscope and positioned within the colon to treat an active bleed. However, during clip placement, the clip prematurely locked closed. When the operator attempted to deploy the clip, the clip failed to release off the catheter. The entire clipping device was removed from the patient. It was reported that there was no visible damage to the device. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be "fine" post procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure to treat an active bleed in the colon. According to the complainant, during the colonoscopy procedure, the resolution clip was inserted into the colonoscope and positioned within the colon to treat an active bleed. However, during clip placement, the clip prematurely locked closed. When the operator attempted to deploy the clip, the clip failed to release off the catheter. The entire clipping device was removed from the patient. It was reported that there was no visible damage to the device. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed; the control wire was separated per design. The clip assembly was not returned with the device. A kink was noticed in the control wire near the handle. Based on the evaluation conducted and the details of the complaint, the most probable root cause of this complaint is operational context. It is likely that the failure of the clip to release from the catheter is due to anatomical/procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot #10020403c2.